Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported that there was an unspecified "display issue". Further information was provided that "the display was not coming up (nothing on screen)".there was no reported patient involvement.